Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that  the site was unable to close the gantry. The site is having issues where the gantry doors are closed but the pendant is reading that they are open. They were able to apply a small amount of pressure to the upper corners of the gantry door to get the system registered as closed. No patient impact.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi71000166, serial/lot #: unknown h3) the manufacturer representative went to the site to test the imaging system. They were unable to replicate the issue. Because it had happened twice and with slight pressure to the sidewall cover would "fix" the issue they adjusted the lower door switch approximately 1mm to make the contact slightly more prominent. The system was fully functional and operates as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.